Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon resection of colon on a laparoscopic colectomy, the surgeon was able to press the green button and squeeze the handle but stapler did not fire. The handle was changed to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative device. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon resection of colon on a laparoscopic colectomy, the surgeon was able to press the green button and squeeze the handle and the stapler fired but it suddenly blocked and stopped firing. The handle was changed to complete the case. There was no patient injury.